Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of issues with customer's high and low blood glucose levels. The customer's blood glucose level at the time of incident was 65mg/ld. The customer's most current level was 135mg/dl. The wife states the customer has woken up to 50mg/dl. The customer's blood glucose level at the time of the high incident was 497mg/dl. The customer's most current level was 325mg/dl. The customer treated the high levels with manual injection. Troubleshoot was conducted. The device was found to be working as designed. The customer was advised to monitor the device and contact their health care provider regarding unexplained high and low blood glucose levels.